Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 800 synchron system generated an erroneous digoxin result. Customer reported that the erroneous result was reported out of the laboratory. Customer reported that the erroneous result was amended. Customer reported that there was no issue with quality control. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced the reagent mixer due to a worn wire, reagent a/b valve, t-valve, cc sample probe and wash collar.